Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a deep vein thrombosis (dvt) thrombectomy procedure in an unspecified lesion/vessel. The device was successfully primed. Aspiration was initiated inside the body. However, a pool of water was seen in the roller pump drawer and an error message to re-prime was displayed. The device was re-primed and one pass was completed. An amount of blood was noted in the debris bag. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system with no other devices. There was blood on the device. The pump, shaft, and tip were microscopically and visually examined there were numerous kinks throughout the supply line. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed the fluid was leaking from the boot. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a deep vein thrombosis (dvt) thrombectomy procedure in an unspecified lesion/vessel. The device was successfully primed. Aspiration was initiated inside the body. However, a pool of water was seen in the roller pump drawer and an error message to re-prime was displayed. The device was re-primed and one pass was completed. An amount of blood was noted in the debris bag. No patient complications were reported.